Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was evaluated and replaced. The generator was recalibrated. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system shut down without command. There is no report of serious injury or death.